Event description:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation of burnt power cord. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The customer reported that the device's power cord was burnt out. The device was reported to be in use at the time of the alleged problem, however there was no reported adverse event to the patient or user. The power cord is to be replaced for australian regulatory compliance issues. The manufacturer requested that the customer return the device for further evaluation. The manufacturer made multiple good faith efforts to contact the customer and have the device returned. However, the customer has not responded to any of the contact efforts and has not returned the device. No further investigation at this time. An updated final report will be submitted if new information is obtained.